Event description:
It was reported that the patient presented for device upgrade. During procedure, the atrial lead exhibited noise and the right ventricular lead exhibited high impedance. Upon visual inspection, right ventricular lead insulation abrasion was noted in the pocket. Both leads were capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.